Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation, it was observed that this device been in storage mode for approximately four months, with a monitoring voltage of 2.18 volts. It was reported that a change out procedure would be occurring the same day as the device interrogation. To date, no adverse patient effects were reported with this clinical observation.